Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer did not have any battery alerts when she went to bed. Customer stated that sometime over night, the battery died and the pump turned off. Customer stated that she woke up this morning with a high blood glucose level. Customer's blood glucose level was 350 mg/dl. Customer stated that this is the second occurrence of the off/no power alert without a low battery warning. Customer was advised to monitor the pump. Customer's blood glucose level was high due to the pump losing power. No additional information provided.